Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to unknown reason. The cuff was removed and replaced with a 3.5 cm cuff. No information about the patient's outcome was provided. No more information is available. Additional information received. The previous cuff was replaced due to it was too large, causing atrophy and therefore recurring incontinence.